Event description:
The manufacturer received information related to a simplygo mini portable oxygen concentrator. The customer alleged keyboard. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device. During the evaluation, the service technician reports finding sieves are clogged, the pca is burned, the inlet filter need to be replaced. The device was not scrapped.